Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort at the implantable pulse generator implant site. Surgical intervention was taken and the patient's scs system generator was replaced and the pocket site was revised resolving the issue.